Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a manufacturer representative from the health care provider regarding the patient. It was reported that everything was resolved with the intra-operative and post-operative high impedances. No troubleshooting was performed during the procedure because the patient was uncooperative. The manufacturer representative met with the patient two weeks after the procedure and all of the impedances tested at normal levels. The patient¿s stimulation was working great and the patient was happy with the therapy. The patient¿s weight is unknown. There were no patient symptoms or complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient had a surgical paddle lead implanted on the day of the report. During the operation, impedance measurements were greater than 10,000 ohms on some electrodes and after the operation during a programming attempt, some of the electrodes were greater than 40,000 ohms. There were no reports of medical or therapy issues and no patient symptoms reported. There were no further complications reported or anticipated.